Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The patient reports that after wearing the pod between 49 and 71 hours, the patient felt pain at the infusion site (arm). When the pod was removed, the needle had not retracted and the site appeared bloody, irritated and swollen.